Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported inform ii blood glucose results of rrhi mg/dl and 158 mg/dl within 10 minutes. The inform ii system can be programmed to display the rrhi message instead of a numerical value when a test result is higher than the facility's reading range high setting. The high end of this facility's reading range is 500 mg/dl. No adverse event was reported. No treatment given based on the meter reading. A request was made for the return of the strips.